Manufacturer narrative:
Pain at implant site was reported to abbott. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient experienced discomfort at the ipg site. Surgical intervention occurred where the ipg was repositioned on (B)(6) 2026 to address the issue.